Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 4.0 x 40, 40 cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.